Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge".

Event description:
It was reported that the customer has had high blood glucose levels (approximately 250 mg/dl). Customer noticed an air gap in the tubing, and insulin loaded into cartridge was not room temperature. Pump passed delivery system check. Customer took manual injections to stabilize blood glucose levels.